Manufacturer narrative:
E1. Initial reporter addr 1:(B)(6). E1.initial reporter facility name: (B)(6) hospital. Investigation summary: bd received 1 sample and 2 photos for investigation. Evaluation of both indicated unused tube with a piece of black plastic- inside it, foreign matter(fm). Additionally, 100 retention samples from bd inventory were visually inspected with no fm observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode, fm. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® k2e 10.8mg plus blood collection tubes, foreign matter(fm) was observed in one tube. There was no health impact or consequences reported.